Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the connector leaked a small amount of blood when the nurse removed the syringe after accessing the site to push mode. It appeared that the blue gland was initially slow to return to the closed position. The gland did close and the connector was left on the pt until discontinued, then was discarded. No pt harm or medical intervention occurred. No further pt/event info was reported.